Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implantation utilizing a large flexnav delivery system. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-balloon valvuloplasty was performed with a 21mm non-abbott balloon. During the first attempt at pre-bav, the balloon bounced upwards. A second attempt was performed for sufficient valvuloplasty. Following the second pre-bav, the patient developed transient atrio-ventricular (av) block but remained stable. The flexnav and navitor were advanced to the valve. The first position of the navitor was too high, so it was re-sheathed. The second position was satisfactory, so the valve was deployed at a depth of 4-5mm. Once fully deployed the patient developed full av block. The patient left the operating room with a temporary pacemaker and was under observation. There was no clinically significant delay. The following day 06 march 2024, the patient's av block resolved and temporary pacing was removed.

Manufacturer narrative:
An event of heart block (full atrioventricular (av) block) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there was no calcification extending beneath aortic annular plane in the interventricular septum and the implant depth was 4-5mm from the non-coronary cusp. No information was received regarding patient condition. It was noted that the patient developed transient av block after the second pre-balloon valvuloplasty, the patient developed full av block after the valve was fully deployed, and the physician does not believe the av block was due to the valve. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.